Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent a surgery for a high tibial osteotomy and was implanted with tomofix tibia plate and screw construct on an unspecified date. Reportedly the locking screw became loose post-operatively. The patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The screws were removed and the patient was revised with new screws. It was reported the position where the screw began to loosen was in the proximal and posterior. The patients disease presentation proceeded backward-leaning at the articular surface of the tibia. The surgeon reported the patient was a little portly. The surgeon suspected the stress was quite strong because there was a slight metallic dust from the plate noted during the screw removal. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.